Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. In addition, the patient was using an off-label os on their smart device. Probable cause was determined to be a defective transmitter.